Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed stretched/damaged area located at 9cm from the tip. Inspection of the remainder of the device, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip almost broke. The target lesion was located in the hepatic artery. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During procedure, the microcatheter was advanced into the lesion, however the tip was found to be almost broken. The device was then withdrawn out of the patient's body, with the tip still partially attached. The procedure was completed with another of the same microcatheter. No patient complications were reported and patient's status is stable.